Event description:
Information received from a foreign healthcare provider (hcp) via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that during the patient's planned pump replacement procedure, the hcp observed that the catheter wasn't permeable. The attended volume of drug was consistent with the removed volume. No external factors were involved. Additional information was received on 2026-01-19 which reported that during the replacement procedure, it was not possible to remove or inject fluid from the catheter. A new pump was connected to the catheter but it wasn't started. A scanner was performed which didn't show any catheter dysfunction. The patient was hospitalized as they started to have a return of pain symptoms beginning on (B)(6) 2026, so they were given pain medication through other ways. The hcp asked for magnetic resonance imaging (MRI) to be performed next week to confirm that there was no granuloma. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8781 lot# serial# (B)(6), implanted: (B)(6) 2016, product type: catheter. Product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2016, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the results of magnetic resonance imaging (MRI), no granuloma was detected. The cause of the inability to aspirate the catheter was not determined. No actions have been taken yet to resolve the issue. The issue was not resolved, and the patient was hospitalized because of a medical condition not related to their pump/therapy but instead regarding a perforated ulcer. The patient was being managed for this and in the meantime, they were being administered oral drugs to manage their pain.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot # 0210586965, implanted: (B)(6) 2016; product type catheter; product ID 8781, lot # 0210586965, implanted: (B)(6) 2016, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: only the pump was returned to the manufacturer for analysis. The pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing performed in the laboratory including catheter access port patency testing. Analysis determined the pump reached its elective replacement indicator (eri) due to the number of motor revolutions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.